Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline power fault alarm. The patient was admitted to the hospital. It was recommended that the system controller and modular cable be exchanged. Related MFR report number: 2916596-2022-12632.

Event description:
Following the system controller and modular cable exchange the driveline power faults resolved.

Manufacturer narrative:
Incidental findings: fluid ingress was observed within both of the cables. Wire fatigue was also noted. Manufacturer's investigation conclusion: the reported event of a driveline power fault was confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for evaluation and a log file was downloaded, containing information spanning approximately 12 hours on (B)(6) 2022 (3:32:25 to 15:07:54 per time stamp). A driveline power fault alarm was observed to be active throughout the data. This alarm was accompanied by an internal controller fault which indicated that one of the controller¿s fuses had been damaged. The observed alarm did not impact the ability of the controller to operate the pump, as the pump maintained a speed above the low speed limit while the driveline was connected. During functional testing of the returned controller, the driveline power fault alarm was reproduced. Evaluation of the system controller¿s circuitry confirmed that fuse b was damaged, consistent with observations from the log file. The component was replaced, and the controller was retested. The repaired controller was then able to support test equipment for an extended period of time without issue. The root cause of the driveline power fault alarm was determined to have been the observed fuse damage; however, the root cause of the component damage could not be conclusively determined through this evaluation. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller and its power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.